Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had leaked in the patient line. This occurred during setup of the device for peritoneal dialysis (pd) therapy. It was further reported that a break was identified in the line that was connected to the patient line which caused the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was available, and twelve (12) retention samples were evaluated. A visual inspection with the actual sample was performed and the reported defect was verified; a ¿fissure in line patient¿ was noted on the actual sample only. The cause of the condition was determined to be a manufacturing related issue. A visual inspection with the naked eye was performed on the retention samples with no issues noted; product met specifications. The reported condition was not verified on the retention samples. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.